Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: - what is the patient¿s current health status and condition? --stable. - how was the bleeding treated? Was any transfusion necessary after the suture breakage? --unknown; no. - how much blood did the patient lost after the suture breakage? Confirm the qty in cc. --unknown. - please provide lot number. --unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. The event date should be updated to 2024-sep-30.

Event description:
It was reported that a patient underwent a lumbar hard combined descending cesarean section procedure in 2024 and suture was used. During the procedure, the parturient had a large amount of bleeding and needed to be sutured to stop bleeding. The doctor used suture straps to stop bleeding. During the suturing process, the suture broke twice, resulting in ineffective and untimely hemostasis, and the patient's bleeding increased. The doctor continued to use the suture to complete the surgery.. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing records could not be reviewed as the batch/lot number is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two pieces of suture damaged on a gauze, the needle is not present in the image. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s current health status and condition? How was the bleeding treated? Was any transfusion necessary after the suture breakage? How much blood did the patient lost after the suture breakage? Confirm the qty in cc. Please provide lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.